Event description:
It was reported the stimulator was not working and the patient was in chronic pain. The event was noted to be related to the programming. The physician planned to look at the leads under fluoroscopy and look at the patient¿s programming. The event was ongoing with no outcome available. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the therapy not working, chronic pain, and lead migration were ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported fluoroscopy confirmed the leads had moved. The event was considered ongoing. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the stimulation was not covering the pain.

Event description:
Additional information received reported that the outcome was unresolved with no further action planned. No actions were taken as an intervention.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information reported the fluoroscopy confirmed there was caudal movement of the right lead.

Manufacturer narrative:
Product ID: 977a260, (B)(4), implanted: (B)(6)2013, explanted: (B)(6)2017, product type: lead, product ID: 977a260, (B)(4), implanted: (B)(6)2013, explanted: (B)(6)2017, product type: lead. Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed no anomaly. If information is provided in the future, a supplemental report will be issued.